Event description:
It was reported that sometime post drainage catheter placement procedure, the drain hub was allegedly broke and leaked. It was further reported that fluids like puss and blood leaked out. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo and video was provided for review. The photo shows the clinician holding the navarre drainage catheter. The catheter hub was noted to have a crack near the strain relief area. The video shows while the clinician flushing the catheter, the fluid was noted to be leaking from the cracked catheter hub. Therefore, the investigation is confirmed for the reported fracture, fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post drainage catheter placement procedure, the drain hub was allegedly broke and leaked. It was further reported that fluids like puss and blood leaked out. There was no reported patient injury.